Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and migraines. It was reported that after being sent a replacement recharger their issue was unresolved. The recharger stopped working again, they saw the reposition antenna screen, and the patient has not used or charged their ins. Patient services suggested the patient contact their healthcare provider to have their ins checked for a possible overdischarge. No impact to the patient or their symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the overdischarge was determined over the phone. It was re ported that the patient wanted an ins upgrade, and didn't want to por, so they are upgrading to intellis since less than one year until eos (normal end of life) and the battery is overdischarged. It was unknown if patient saw eri/eos on their recharger. The cause of the issues were from not charging; unclear if other health or issues resulted in the lack of ability to charge. It was reported that they cannot replace it until the hospital allows elective procedures, hopefully june (covid limitations). No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that the over discharge had not been resolve due to everything that is going on with the covid 19 pandemic but stated that the manufacturer representative will contact them . No further complications noted or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 37761 serial# (B)(6) product type recharger product ID 37751 serial# (B)(6) product type recharger product ID 37754 serial# (B)(6) product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2020. It was reported that they believed the possible overdischarge was confirmed. The patient stated that when they received the second recharger and desktop charger, they charged it and also had errors on the screen. The patient mentioned that they spoke with a manufacturer representative regarding the possible overdischarge, and the manufacturer representative tried to reset their implantable neurostimulator (ins) but the step that they needed to do could only be done in person. Due to everything that was going on with the covid-19 pandemic, the manufacturer representative would just stay in touch with the patient. It was further reported on (B)(6) 2020 that the possible overdischarge was not confirmed. The patient stated that they spoke to a manufacturer representative and discovered that the charger read that the equipment in their chest needed a new battery. The patient¿s healthcare provider (hcp) was notified by the manufacturer representative and had started the paperwork for surgery. It was noted that the patient was waiting for insurance and for the pandemic in order to resolve their issue. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and migraine. It was reported that the ins recharger (insr) was not working. The patient clarified that the insr would not charge and was completely dead. The patient reported that nothing will come up on the insr, and the screen was blank. The patient reported that sometimes there is pressure where the connector pin joins the insr when charging it. It was reported that the desktop charger connector pin was loose. It was reported that the patient had had two really bad migraines on the day of the call, and they needed the ins. The patient was sent a replacement desktop charger and a ¿recharger instead of just an insr antenna.¿ it was reported that insr will show the normal ins charging screen for a couple of seconds, then revert to a reposition antenna screen. No further complications are anticipated.